Event description:
(B)(6) plus study. It was reported that following a coronary stenting procedure, cardiogenic shock and patient death occurred. In (B)(6) 2013, the subject presented on due to st-elevated myocardial infarction and ventricular tachycardia and underwent cardiac catheterization which revealed a de-novo lesion located in the proximal circumflex with 100% stenosis and was 15 mm long with a reference vessel diameter of 3.3 mm. It was treated with pre-dilatation and placement of a 3.00 x 24 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The subject was discharged three days after. In (B)(6) 2013, the subject presented with bacterial endocarditis and was hospitalized on the same day. The subject was treated with IV antibiotics and blood transfusion. In (B)(6) 2013, the subject presented with congestive heart failure and was hospitalized on the same day. Fourteen (14) days after, the subject presented due to thrombocytopenia and was hospitalized on the same day. The subject was treated with medications. Also platelet pheresis was performed. In (B)(6) 2013, the subject experienced cardiogenic shock and died on the same day. The subject was attempted to treat with cardiopulmonary resuscitation and medication but the attempt was not successful.

Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).